Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer repaired the well wash subsystem to return the instrument to expected operation. The investigation also determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.